Manufacturer narrative:
Eval summary: no product received for eval. Also, x-rays are not available for review. It is reported that the locking plate inserter was not used while attaching mis drop down extension to mis tibia. There is a risk of loosening of drop down extension, as it is not definite that the drop down extension was tightened to the recommended torque level of 95 inches- lbs. The user not following the recommended surgical technique is the cause of the problem. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It was reported that in 2008, the surgeon attached the mis drop down stem extension to the mis tibia. The locking plate inserter was not used. Therefore, torque was not able to be certainly applied to fixation of surface with the torque wrench, the surgical technique was not applied correctly.